Event description:
Patient's mother contacted dexcom to report patient had bleeding at the site.

Manufacturer narrative:
Patient has a bruise at the site. Patient's mom contacted oncology regarding the bleeding because the patient also has leukemia. Site looks like a red dot and bruise is a little bigger than an eraser. Medical doctor stated that they need to try another sensor today and if it bled she needed to come in. The third sensor today did not bleed so the patient's mom is going to discuss the bleeding incident at an appointment on (B)(6) 2013 that was prescheduled prior to this incident. The first sensor did not have wet blood at the site to clean. Patient's mom said that she saw something that looks like a blood clot on the sensor wire itself. Alcohol swab used to clean the blood, patient's mom applied pressure to the site with the swab.